Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output when the set screw was tightened during the implant procedure. The physician has indicated that there was no problem with the output prior to the set screw being tightened. The physician elected not to implant the ipg.